Event description:
The field engineer reported that the system intermittently would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on sited investigation. The cables leading to the isd board, ups (uninterruptible power supply) and general purpose operating system were reseated. The system was then found to be operating as intended.